Event description:
She received an error 4 message on her lifescan meter. For approximately two weeks the patient was unable to obtain a blood glucose reading on her ultra due to an error 4 message. The patient continued to take her set amount of insulin (morning & night) every day. On the night of april 11, 2006 (around 9:30 pm) she experienced frequent urination and thirst. She tried to test on the ultra meter and the meter displayed an error 4. She took her set amount of insulin and contacted emergency services and was advised to come to the ER. A family member took her to the ER around 10:00pm - 10:30pm where her blood glucose was 507 mg/dl on another meter. She was treated with insulin and kept in the ER until the following morning. Her diabetes regimen was not changed; however, she was advised to follow up with her own physician. She met her physician and her regimen was not changed. The patient refused to provide any further clinical information. The technique of applying blood on the test strip was correct and the ambient temperature while testing was within an acceptable range. The test strips the patient had been using were in good condition. An error 4 indicates one of the following conditions may be present: one may have high glucose and tested in an environment near the low end of the system's operating temperature range, there may be a problem with the test strip, and the sample was improperly applied. The patient did not have a new vial of test strips to verify whether the error 4 message would prompt. The customer care advocate sent the patient a replacement meter. The complaint is being reported because the patient was unable to test her blood glucose due to the error 4 message and was treated by a medical professional with insulin for hyperglycemia.